Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/21/2016. Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight and opening curved. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "no pre-op complaint" exchange.

Event description:
Patient reported having "hardening" and "unusual pain, tingling, swelling, numbness, or burning of the breast." Healthcare professional later reported "no pre-op complaint", "implant ruptured" found during surgery, and "patient involved in major all terrain vehicle accident" causing "multiple fractured ribs and pulmonary trauma"; these events are not device related. This record is for the left side. Device has been explanted and replaced.